Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the ¿factory 2hr xylene standard¿ protocol comprising 72 cassettes which started in retort a at 12:50 on (B)(6) 2025 and completed successfully at 15:24 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 12:49 on(B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 3 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 3 (ethanol) containing 70% ethanol was used as the final dehydrating step in the ¿factory 2hr xylene standard¿ protocol comprising 72 cassettes which started in retort a at 12:50 on (B)(6) 2025. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Although the information available indicates that no patient cases were affected, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.

Event description:
On 31 january 2025, leica biosystems received the following information: ¿underprocess [sic] tissue ret a no error prompted user reported that bottles are labeled 70,80 and 90% but on status screen all of the alcohol are labeled as ethanol. User refill the first 3 bottles according to what is labeled. Approx 20 biopsy tissues affected under process.¿ on (B)(6) 2025, the assigned leica field applications specialist ¿ core histology, mid-atlantic (fas) provided support to the customer and documented the following: ¿¿bottle 3 was below final concentration threshold and protocol was unable to run¿.bottle 3 was removed for less than 20 seconds, indicating that it was not replaced with fresh reagent¿status of bottle 3 was reset to 100% and was used as final ethanol step in affected protocol, resulting in underprocessed [sic] tissue that wasn¿t fully dehydrated.¿ the fas documented affected patient tissue was derived from one (1) ¿factory 2hr xylene standard¿ protocol comprising 72 cassettes, executed in retort a which started at 12:50 on (B)(6) 2025 and completed at 15:27. The type(s) and size(s) of the affected tissue samples were documented as ¿gastric biopsies¿ and ¿2mm ¿ 4mm¿, respectively. The affected tissue artefact was described as ¿underprocessed [sic]¿ and the affected patient tissue samples were re-processed by ¿clean cycle followed by 2hr protocol¿. The fas documented ¿bottles are extremely dirty; reagents that were freshly changed are very murky; no adipose residue visually identified¿. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles. On (B)(6) 2025, leica biosystems melbourne received information from the leica field applications specialist ¿ core histology, mid-atlantic that ¿all patients were diagnosed and re-biopsy has not been recommended.¿ no adverse consequence(s) to a patient(s) has been reported to the manufacturer.